Manufacturer narrative:
According to facility "the catheter was inserted and then a bolus was pushed through, and the catheter broke". Per the facility "the patient had to have another catheter placed to replace the one that broke". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to facility "the catheter was inserted and then a bolus was pushed through, and the catheter broke".